Manufacturer narrative:
Preliminary investigation performed by r&d project manager. Revision surgery of a gmk sphere sensitin implant after 1 year and a half from primary implantation due to instability. Preliminary investigation based on the pictures of the explanted femur and baseplate. Residual cement can be seen on the internal surface of the femoral component. No residual cement can be seen on the explanted tibial baseplate. On the tibia side the cement remained most likely adherent to the bone. This is not an evidence of insufficient adhesion of the cement to the baseplate; and this is the case since the baseplate wasn't found loosened. Poor interdigitation between cement and implant surface is mostly influenced by many factors that are not implant related (cementation process, humidity on the implant surface, room temperature, etc.).  From preliminary investigation, there is no evidence that the event is related to a faulty device. Clinical evaluation performed by medical affairs department. At 1.5 years after primary cemented tka, the patient develops articvular instability and therefore exchange to a constrained device is undertaken. This is normal disease progression and there is no reason to suspect a faulty device at the origin of the revision surgery. The report mentions the absence of cement adhesion to the baseplate: this is due to cementation problems, such as late application of the cement to the metal baseplate, or possibly humidity on the surface, or temperature in the or being unexpectedly highr than usual: it is not a problem to ascribed to the implanted devices. Batch review performed on 20 december 2022: lot 2008510: (B)(4) items manufactured and released on 27-nov-2020. Expiration date: 2025-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional components involved in the event:

Event description:
Revision surgery for knee instability at 1 year and 5 months after primary due to ligament issue. The surgery was completed successfully. The surgeon is surprised that the cement has not stuck to the tibia. Competitor hinge system implanted in the patient.